Event description:
(B)(4). Since having the essure surgery I've had back/hip problems, ER retina damage that required surgery, developed allergy to nickel, become anemic, low iron, because of heavy periods that last 3 weeks, had an ablation done that hasn't helped, dysmenorrhea, spotting between periods, headaches, hair loss, hair growth on face, acne, ringing in ears and bowel issues causing severe bloating.